Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image, scope not connected" involving pentax medical video colonoscope model ec38-i10l, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The user facility responded to a good faith effort attempt by pentax medical customer service via email on 28-sep-2021 and stated the user became aware of the issue during pre-inspection check. The customer owned endoscope was received by pentax medical for evaluation on 01-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the customer complaint but did document the following inspection findings: # 1 remote control button cover cracked, failed dry leak test, failed wet leak test, leak at # 1 remote control button cover. Although the complaint failure was not duplicated the endoscope was repaired including the following components: o-rings and seals, remote control button(1), electrical connector assy. The endoscope was repaired and approved by final qc on 15-oct-2020 and was delivered to the customer under delivery order (B)(4). Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 11-oct-2021, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 26-jan-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 27-jan-2016.

Manufacturer narrative:
This model is classified as import for export. We do have similar model ec38-i10cl-us available in the united states with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.